Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4)

Event description:
Mcdowell,g.c., saulino, m., rauck, r.l., caraway, d., kim, p., wallace ,m.s., huang, i.z., milikien, d., vanhove,g.f., deer, t.r. Effectiveness of intrathecal ziconotide in the treatment of patients with severe chronic pain (10340). (B)(6). Summary: the patient registry of intrathecal ziconotide management (prizm) is evaluating short-term and long-term effectiveness, safety, and patient-reported outcomes associated with the use of intrathecal ziconotide in clinical practice setting. Reported events: a total of 93 patients were enrolled and received ziconotide treatment (all treated analysis population). Among patients active at month 6 (71.3%; n=57 of 80 enrolled) and month 12 (49.2%; n=30 of 61 enrolled), 78.9% and 56.7%, respectively, continued to use ziconotide as the sole intrathecal agent. Of the 80 patients who enrolled =6 months before july 10, 2015, mean (sem) percentage change in nprs score was -15.2% (5.2%) at month 6 (n=43). Of the 61 patients who enrolled =12 months before july 10, 2015, mean (sem) percentage change in nprs score was -22.3% (7.4%) at month 12 (n=23). When response was defined as a =2-unit decrease in nprs score from baseline, a response rate of 38.6% and 52.2% of patients at months 6, and 12, respectively was observed, and when response was defined as =30% decrease in nprs score from baseline, a response rate of 30.2% and 34.8% of patients at months 6, and 12, respectively, was observed. The most common adverse events (in =10% of all treated patients) were nausea (14.0%), confusional state (10.8%), and dizziness (10.8%). Serious adverse events were reported by 20 patients (21.5% of all treated patients). The most common serious adverse events reported were mental status changes and suicidal ideation (2 patients each).